Event description:
The customer contacted beckman coulter inc. (Bec) in regards to reporting elevated troponin I (accutni) results within the risk stratification range on two unicel - dxi 800 access immunoassay systems ((B)(4)) over the period of (B)(6) 2010 to (B)(6) 2011. The customer reported the results out of the laboratory. This report documents the results generated on (B)(6) 2011, using the dxi instrument s/n (B)(4) for one (1) patient. The patient results are shown. The customer had previously reported an event that resulted in serious injury. Beckman coulter inc submitted MDR 2122870-2011-02676 to report the event. The customer indicated that there have been additional events with some occurrences of change to patient treatment including catherization and treatment for deep vein thrombosis (dvt); however, it is unknown which patient underwent the treatment. If the customer supplies additional information for patient treatment or serious injury, supplements to the additional mdrs will be filed.

Manufacturer narrative:
The customer did not provide: accutni reagent lot number, patient demographic, sample collection data, system check date, qc data. Per service history, the customer did not report assay or hardware issues at the time of the event. Root cause can not be determined for this event. This report includes a total list of the mdrs that are being reported on different dates and instruments at this customer site for this event.